Event description:
A customer stated that when used excel off brand reagent strips customer received "a lot of variance in the readings". Examples are readings of 226 mg/dl and then a few minutes later from a separate finger stick a 108 mg/dl was obtained. The difference in these readings could be clinically significant. While on the phone a review of the system was made. Electronic checks were satisfactory. It was explanted to the customer that bayer does not provide or support the use of excel off brand reagent. The customer was supplied fresh reagent and the results have been satisfactory. The complaint is considered closed for purposes of MDR.